Event description:
It was reported that a patient suffered from temporary neuro-monitoring loss following the insertion of the right side mesa uniplanar screws. The screws were replaced and re-positioned, whereas the patient regained sensory- evoked potentials. This report captures the third of 3 screws.

Manufacturer narrative:
Changed outcomes attributed to adverse event from no selection to required intervention to prevent permanent impairment/damage (device).

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a patient suffered from temporary neuro-monitoring loss following the insertion of the right side mesa uniplanar screws. The screws were replaced and re-positioned, whereas the patient regained sensory-evoked potentials. This report captures the third of 3 screws.

Event description:
It was reported that a patient suffered from temporary neuro-monitoring loss following the insertion of the right side mesa uniplanar screws. The screws were replaced and re-positioned, whereas the patient regained sensory-evoked potentials. This report captures the third of 3 screws.

Manufacturer narrative:
Visual, dimensional, and functional analysis could not be performed as the device was not returned. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: the mesa surgical technique was reviewed, and the following relevant information was identified: placement of screws should be checked radiographically prior to assembly of the rod construct. Care should be taken when positioning the implants to avoid neurological damage. It was speculated in event op notes that there may have been a small lateral breach at the t11 and t10 level on the right side which may have contributed to the asymmetry in neurological monitoring. It is also possible that the screws may have been implanted in a compromising trajectory which may have contributed to the event.